Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to remoted in and check with profile . A technical service engineer remoted in and checked medication is on profile, issue self-resolved. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system had an issue in finding med on patient profile. The customer reported that the user was unable to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.